Manufacturer narrative:
H.6. Investigation summary: a claim was received from the isabu laboratory client where contamination was reported in a plate unit from catalog 252631 lot 3122925. The notified batch file was reviewed, verifying that all processes were followed effectively during the manufacturing of the product. Likewise, the batch was analyzed by the quality control department and the results were satisfactory for the release of the batch. The retention samples were reviewed without detecting the presence of contamination and the claims history without identifying additional reports of contamination for this batch. It is concluded that the event reported by the client is classified as confirmed based on the photographic evidence provided by the client. According to the investigation carried out, the event could have occurred due to a process failure that could have generated specific contamination of the product in the filling line, so awareness activities will be carried out for the team responsible for the process, no additional measures are necessary because the presence of a contaminated un of the total number of manufactured parts is acceptable under the aql defined for this defect of 1.0.

Event description:
It was reported that while using bd bbl¿ chromagar¿ orientation agar there was contamination of one plate. There was no patient impact. The following information was provided by the initial reporter: "one plate out of the 10 plates in the package arrived contaminated. Lot: 3122925 and expiration date: july 25, 2023."

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ chromagar¿ orientation agar there was contamination of one plate. There was no patient impact. The following information was provided by the initial reporter: "one plate out of the 10 plates in the package arrived contaminated. Lot: 3122925 and expiration date: july 25, 2023."